Event description:
Potential seizure, coma; we have had nothing but bad products from dexcom. This week we have gone through 5 sensors alone. The company admitted the sensors went bad sent replacements. We have had nothing but bad products from dexcom and this is incredibly bad because it can be life or death. There are now pumps that are using the dexcom g6 to suspend or give more insulin. Today we got an urgent low notification. Dexcom told us if we didn't intervene, my daughter would be 55 within 20 minutes. I checked her with 3 fingers pokes and she was 303, 298 and 313. That is really bad. Especially since dexcom tells you that you can treat based off their numbers which are beyond wrong. This is not an isolated event. Dexcom themselves admitted within 1 week we had 5 different bad sensors that they replaced. They have hired people just to replace these bad sensors for people. That is knowledge of a problem. If I put my child to bed and she goes low and does not wake up for it and her dexcom is incorrect so it does not alarm, I could potentially sleep through my daughter slipping into a coma and when I wake up, I could find her dead. This is not over exaggerating. Why is this company sending out products if knows are so bad they have employees just to send out replacement product when people get bad product from them. This can be life or death. And I am not alone. I belong to a community of mothers with type 1 diabetes children. Dexcom is a constant source of aggression and strife. Because it is a very bad product. Why was it ever approved? I was informed today that dexcom is documenting our problems with their product so they can work on it. So they are experimenting on our children with products they know are bad? And then using our experience to research and develop their products? This is so wrong and could be very deadly. Please do something about this. Please see how important this is. Please do something for so many children who need you. Typical diabetes supplies and medications. (B)(4).